Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported that pt experiences periods of pain when his stomach becomes distended at hernia repair site. He anticipates add'l surgery.